Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and a drain was used. One day post operative the drain failed to suction. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. No damage was observed on the tube. The device performed according to specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.